Event description:
Information was received that the medfusion pump was reading the incorrect syringe and infusing incorrect amounts.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery tests. During testing the reported issue was confirmed; the device gave an "invalid syringe size" alarm. Internal examination of the device showed the device had sustained fluid ingression in several areas near where the pump casing fit together. This fluid ingression had likely caused damage to the syringe size potentiometer which caused the device to alarm. The reported issue was determined to have occurred due to an error by customer; possibly during the cleaning process.